Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The reported event is associated with MDR #'s 1018233-2012-01725,1018233-2012-01726, and 1018233-2012-01727. There have been no allegations of deficiency or serious injury against this product. This MDR is being filed in association with the alleged event filed by the pt's attorney.

Manufacturer narrative:
(B)(4). Additional info: date of this report: (B)(4) 2012. Brand name: avaulta posterior biosynthetic support system. Product code: ftl. Catalog #: 486020. (B)(6).